Event description:
The user facility reported the vitrectomy cutter did not work. The cutter was in the patient's eye a brief second when the doctor felt it was not cutting. They opened a new pack and completed the surgery with no impact to the patient.

Manufacturer narrative:
Evaluation completed. One opened bl5425wv pack from lot v1543 was returned. The tip protector was returned lying loose on the bottom of the pack tray. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter will not cut. The inner needle enters the port and stops/binds up at approximately the center. The inner needle never reaches the cutting edge. It should be noted that a bent needle condition could contribute to poor cutting performance. The cause of the bent needle cannot be determined.